Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins setscrew was backed out too far. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15unz, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va11n6g, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported that the patient's implant was interrogated 2 weeks prior to (B)(6) 2016 and they noticed multiple contacts greater than 4000 ohms. The patient was scheduled for a lead revision on (B)(6) 2016. The health care provider (hcp) attached the implant that was done in (B)(6) 2016 to the new lead, but got an impedance issue. A new implantable neurostimulator (ins) was opened and the impedance was fine. There were no trauma or falls that could be related to the issue. The ins would be sent back for analysis. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned for analysis. No new information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.